Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed an insulation resistance test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed an insulation resistance test. The cause for the failure was isolated to a pinched pulse wire in the cable connecting the distribution node to rear therapy electrodes. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.